Manufacturer narrative:
Additional information was received, invoice located, updated part and lot numbers.

Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to neck fracture.